Event description:
The report from hospital say: during the routine inspection of the machine, it was found that the capacity of the battery was reduced, which could not meet the needs of the transfer patient. It was reported to the medical and engineering department for repair, without actual injury hamilton-c1 made in 2012

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be the use of an aged battery which needed replacement. The device went to ambient mode due to total discharge of the battery. In consequence (correction) the battery was replaced. There was no patient or user harm reported.